Event description:
An imaging dynamics company (idc) x3c 2200 digital radiographic system was in use at (B)(6). At approx 9:00 pm an image of the pt taken by the radiology technician appeared on the system preview screen, but subsequently did not appear in the study on the idc unit. The subject required an additional exposure to compensate for the missing image. Upon further investigation, it was determined the computer was not configured as required by ICD, and a lack of adequate available computer memory caused a long image processing time to occur. During the initial image processing, the radiology technician attempted to take another exposure causing the initial image to be lost. There was no injury to any health professional. There was no accidental radiation exposure.